Event description:
A distributor reported that a customer's touchscreen was cracked or shattered, rendering the screen readable but unresponsive. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was issued.